Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the luer on the infusion set is leaky and he could suffer from the lack of insulin. Pt stated, he realized in time so the issue caused no medical consequences. No further info is available. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Requested return of the alleged infusion set for eval.